Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she was unable to communicate with the ipg using the programmer. The issue was confirmed by the sjm representative. Multiple troubleshooting attempts were tried to no avail. Subsequently, surgical intervention was undertaken during which the ipg was explanted and replaced.

Event description:
Follow-up identified stimulation was restored following the procedure.